Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level and high blood glucose level. Customer¿s blood glucose level was 44 mg/dl and then within 35 minutes it would elevate to 450 mg/dl. Customer¿s other relevant blood glucose levels were 252 mg/dl and 282 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was treated with bolus for high blood glucose level. Customer declined for troubleshooting. The insulin pump will not be returned for analysis.